Event description:
The patient reported that the keypad buttons became intermittently unresponsive today after being exposed to water. She stated that the keypad is intact, and that she wears the pump in her pocket.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive, and the contrast button is unresponsive. The keypad buttons do not click and spring back as expected when pressed. There was evidence of corrosion found under the contrast button key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.